Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the skin had started to redden, and suspecting that there might be a problem with the sewing style on the site. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.